Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. A log review was performed and reportedly, the customer stacked insulin bolus leading to the low blood glucose. The customer's bg level subsequently decreased to 43-50 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.